Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction, centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f706 was reviewed. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f706 for the reported issue shows no trend. Trends were reviewed for complaint category centrifuge bowl leak/break. No trend was detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. Issue (B)(4) has been opened to further investigate centrifuge bowl leak/break complaints associated with this kit lot. (B)(4).

Event description:
The customer reported a centrifuge bowl leak/ break that occurred during a patient treatment. A thin line of blood was discovered inside the centrifuge chamber. The treatment was ended and the patient was disconnected. The patient was in stable condition and not be affected by the incident. The patient was treated on a different instrument and the procedure was successfully completed. The customer will not be returning the products back for investigation.